Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness . There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness. There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust-like contaminates within accessory module port and air outlet, hair-like contaminates inside top enclosure and rear panel, dust-like contaminates on edge of bottom enclosure under front panel, indeterminate black particle, dust-like, and hair-like contaminates in bottom enclosure, white dust-like particles found on blower, and liquid ingress observed on bottom of blower. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of dust-like contaminates within accessory module port and air outlet, hair-like contaminates inside top enclosure and rear panel, dust-like contaminates on edge of bottom enclosure under front panel, indeterminate black particle, dust-like, and hair-like contaminates in bottom enclosure, white dust-like particles found on blower, and liquid ingress observed on bottom of blower. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.